Event description:
It was reported to philips that the system could not turn on. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) visited onsite and found that the system was unable to power on. Upon further troubleshooting, fse found the mpdu (main power distribution unit) failed the test, the fuse is defective. Fse checked and confirmed that the fuse of mpdu have issue. To resolve the issue, fse replaced the fuse. After replacement of the fuse, the system returned to use in good working condition. The codes were updated based on the investigation outcome.